Manufacturer narrative:
Pending more informations and device analysis to start further investigations.

Event description:
On (B)(6) 2024, a catheter, reference pso-pt and lot number 23c42411 was implanted in a context of intracranial hypertension. On (B)(6) 2024, the device has been removed. When the practitioner checks the integrity of the explanted device, he finds that the sensor (distal metal tiptip of the pressio catheter) was missing from the end of the fiber.

Manufacturer narrative:
This report is being resubmitted because the previous report sent on 05/09/2025 ((B)(4)) was not accepted. The return catheter is incomplete. The absence of the capsule detached from the pa tube indicate that the bonding romped but that this connection broke for a reason that is still unknown. A CAPA has been opened to find a root cause.

Event description:
On (B)(6) 2024, a catheter, reference pso-pt and lot number 23c42411 was implanted in a context of intracranial hypertension. On (B)(6) 2024, the device has been removed. When the practitioner checks the integrity of the explanted device, he finds that the sensor (distal metal tiptip of the pressio catheter) was missing from the end of the fiber.